Manufacturer narrative:
The reagent lot number was 709174. The expiration date was requested but was not provided. The engineer replaced the sample probe which appeared to resolve the issue. The investigation could not determine a specific root cause but found the service actions resolved the issue.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas 6000 e601 module. Sample 1 initial result was 4.02 miu/ml and the repeat result was >10000 miu/ml. The result with a manual dilution was 136753 miu/ml. Sample 2 initial result was 2.23 miu/ml and the repeat result was >10000 miu/ml. The result with a manual dilution was 41782 miu/ml. The erroneous results were not released outside of the laboratory.